Event description:
It was reported that this right atrial (ra) lead was explanted due to it exhibited noise. The root cause was not determined. The lead was not replaced. No additional adverse patient effects were reported.